Event description:
It was reported theater there were telemetry issues. An over discharge was suspected. The device was charged enough to where the pt could charge in the normal charging mode. The pt charged for over an our and then wanted to go home to see her grand daughter. The pt left the clinic charge. The system was not reprogrammed because she didn't want to use it. There was a high impedance reading on an existing electrode. The lead had not been replaced at the implantable neurostimulator replacement (reference manufacturer's report # 3004209178200807067). The pt had previously been told by the physician that to use the system she needed the lead/electrodes revised. The lead was replaced. Impedance levels were then ok.